Manufacturer narrative:
The closurefast catheter was received for evaluation. A slight bend in the proximal end of the coil was noted. Under magnification at the site of the bend in the coil, burnt coagulum was noted. Sanguine residue was noted under the plastic sleeve coating near the bend in the coil. An area of exposed coil was noted in the bent and burnt coagulum. The catheter cable connector was examined: pins were straight. The catheter did not pass rf generator functional testing on rfg3 generator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use 2 closurefast catheters as per IFU. It was reported that the physician plugged in the catheters to perform an rf ablation, the rfg3 displayed a message that the device was broken and to insert a new device. Another device was used to complete the procedure. No patient injury.